Manufacturer narrative:
The device was not returned for evaluation. However, this may occur during the thermistor assembly process. The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use states the following: "as with all temperature probes, in the presence of rf energy sources, local heating, temperature errors, and probe damage may occur." (B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device was not returned.

Event description:
It was reported that the temperature sensing catheter was showing a display of erratic temperature. No alternate means were being used to measure the patient's temperature. No patient injury occurred. The device was replaced and no medical intervention was required.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device was not returned.

Event description:
It was reported that the temperature sensing catheter was showing a display of erratic temperature. No alternate means were being used to measure the patient's temperature. No patient injury occurred. The device was replaced and no medical intervention was required.